Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the robotics coordinator. The robotics coordinator stated they have been using the system for subsequent cases and did not have any further issues. No site visit was conducted. The system was reported to be working properly and no additional action was required. A review of the endoscope log of the xi 30 degree endoscope (part # 470057-08; / serial # (B)(4)) associated with this event has been performed. Per the logs, the endoscope was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on (B)(6) 2022 on system (B)(4) on the 19th use of the endoscope. The endoscope has been used in 3 subsequent procedures. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video of the procedure was provided for review. A review of the procedure log confirmed the site performed this nephrectomy surgical procedure on (B)(6) 2022 with system (B)(4). This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted nephrectomy surgical procedure, the staff was encountering an issue where the endoscope and the universal side manipulator were not working normally and the arms were moving backwards. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the staff was encountering an issue where the endoscope and the universal side manipulator were not working normally. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance. The customer explained the arms were moving backwards. The staff was in the process of removing the xi 30 degree endoscope and installing an xi 0 degree endoscope. The isi technical support engineer (tse) advised the customer to remove the endoscope, adjust the base 180 degrees and then wipe out the guided tool change by depressing the camera arm clutch button. The staff continued the procedure with an xi 0 degree endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.